Event description:
A complaint was received from a hospital. The infection control nurse was informed in may 1999 for an event which occurred in march 1999. The incident occurred in what appears to be a training program. After using the glucolet 2 a nurse could feel the needle tip extending beyond the safety cap. The hospital did not know which lot number may have been involved in this incident.